Event description:
It was reported that the patient was unable to feel the vibratory notifier. The notifier was tested many times with rf telemetry and rebooting the programmer did not resolve the issue. The clinician was unable to feel the alert when a hand was placed over the implant. The vibration duration was reprogrammed, but the notifier still could not be felt. The patient will continue to be monitored with regular follow-up via remote and in-clinic monitoring per the advisory guidelines.